Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they passed out due to low blood glucose. Blood glucose reading was 20 mg/dl. The customer stated that they fell on ground and insulin pump got damage on battery compartment. Customer was treated with food for their low. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.